Event description:
While using the valve cutter the tip fractured off and could not be located. Dr reported that he did not recover the tip of the valve cutter, "I am not sure where the tip is". There was no evidence that the tip is in the pt". "I did not realize that the tip was missing until I went to insert the catheter from below and noticed that it was not present". "Intra-operative arteriography did not demonstrate any intralumen filling defects". "The pt had good clinical results from the surgery, so there is no untorrid effects". "I did not have any clear cut evidence that the tip was in the pt, it may have been in the drapes, but we are unable to find the tip". Dr reported that the remainder portion of the valve cutter was discarded.